Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon had an issue tightening on the emphasys cup on the cup inserter. The cup was rotating on the inserter upon insertion and made it difficult to position the cup in the acetabulum

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, ¿it was reported that surgeon had an issue tightening on the emphasys cup on the cup inserter. The cup was rotating on the inserter upon insertion and made it difficult to position the cup in the acetabulum¿ the product returned to depuy synthes for evaluation. Visual analysis revealed that the threaded tip of the emsys ace imp curved was stripped. No other defects or damage were observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, impaction forces while the device is not properly or fully assembled to its mating device, prying motions, off-axis impacts and heavy usage. A functional test was performed with a laboratory sample mating device and was able to replicate the reported will not hold/retain condition. The issue was attributed to the observed condition of the threaded tip. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys ace imp curved would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.